Event description:
Patient has had difficulty with swallowing and speaking. Device was not used for a period of time to allow the patient to heal from implant. Issues resolved for a time but then returned a while after the device was reactivated. Physician is having the patient leave the device off for now to allow the patient more time to heal from implant.